Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal claim received alleging that the patient suffers from pain, stiffness, discomfort, and difficulty ambulating. Also alleged is excessive levels of chromium and cobalt. Update 09/20/2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Additional information: doi:(B)(6) 2007; dor: none reported; (left hip). Patient is a resident of (B)(6). Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient. Born in (B)(6). Update ad 05 jun 2018: (B)(4) has been reopened under (B)(4) due to receipt of litigation records. In addition to what were previously alleged, litigation alleges injury and weakness. Added stem and sleeve due to previously alleged high metal ion levels. Doi: (B)(6) 2007; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: g1 and g2. Added: h6 (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records and implant sticker sheets received. After review of medical records, the patient was revised to address pain, metallosis, pseudotumor, local metal toxicity, avulsion of abductor muscles and severe limping. The patient previously had a debridement procedure for osteolysis at an unknown date. Somewhere around (B)(6) 2017, the patient had stumbled and felt a loud pop and shock in his left hip. Since then, he has walked with a limp. Patient had been exhibiting weakness and the doctor attributes this to a pull off fracture and osteolytic change in the greater trochanter as seen on x-rays. Operative findings include a large gush of fluid upon dissection, massive soft tissue injury, pseudotumor, large cysts, avulsion of gluteus and minimus muscles, almost complete destruction of the greater trochanter by osteolytic invasion and cysts, a massive amount of overgrown metal stained synovial tissue and a large cyst inferior to the cup. A competitor cable was used to secure the femoral fracture.